Event description:
Customer responded to 47 y/o male with chest pain. When pt was hooked up to device for monitoring, unit did not pass self test and displayed charging fault. No shocks were required. Pt was transported to hospital without incident. The device was repaired and proper operation was confirmed.